Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model#: sc-4316, lot #: 16954472, description: next generation anchor kit-sterile. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16954472, description: next generation anchor kit-sterile the explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.